Event description:
Patient was implanted with a right charnley elite total hip replacement. Patient also has rheumatoid arthritis and dosen't walk a great deal. Patient's doctor agrees that massive polyethylene failure is the likely origin of this failure. Product is still in-situ, patient awaiting re-operation.